Manufacturer narrative:
A getinge field service technician (fst) was sent for investigation and repair on (B)(6) 2026. The failure "pump stop" could be reproduced and the level sensor was identified as defect. Further a broken belt was identified for pump serial# (B)(6). The investigation is ongoing. Further information has been requested but has not yet been received. A follow-up medwatch will be submitted when additional information becomes available. This event occurred on the spain market on a significantly similar device to "hl 20, 4-pumps console base", which is sold in the us under premarket submission number k943803 for the out of the us device, subjected to this report. For d4 unique identifier (UDI)#, primary di number has been used for hl 20, 4-pumps console base with catalog number 701028580, which is sold in the us. Provided d4 serial number and h4 device manufacturer date correspond to device involved in the event, not available in us.

Event description:
The event occurred in spain. It was reported that the hl20 stopped abruptly. The instance of time was not provide. No harm to any person has been reported. During service it was identified that a faulty level sensor caused the pump to stop. In addition, a broken belt was identified on pump serial# (B)(6). Complaint ID: (B)(4).